Event description:
A report was received that the patient's stimulator was causing more pain to the patient. The patient will undergo an ipg and lead replacement procedure.

Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein the ipg and lead were replaced. No device malfunction suspected. The patient was doing well postoperatively. The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-8120-50, serial #: (B)(4), description: artisan surgical lead, 50cm. Model#: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm.

Event description:
A report was received that the patient's stimulator was causing more pain to the patient. The patient will undergo an ipg and lead replacement procedure.